Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that noise resulting in oversensing and inappropriate shock was seen on this right ventricular (rv) lead. Insulation damage was alleged, and it was noted that low out of range pacing impedance measurements were also evident. A revision was planned. No adverse patient effects were reported. A revision procedure took place and the lead was explanted. Upon explant insulation damage was seen. The lead will be returned, while the device was also explanted due to a new df4 lead being used thus requiring a new device.